Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The customer replaced the bellows to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). The customer replaced the bellows to resolve the issue. Block a: no report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).